Manufacturer narrative:
Product analysis: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The stent was deformed with raised struts from the 2nd -4th distal stent segments. Image review: procedural image provided show a computer aided image of the left coronary system. Fluoroscopic images show difficulty loading the procedural guide-wire due to severe calcified disease in the vessel. There are no images provided showing the multiple balloon pre-dilatations with the sprinter otw balloon or with the euphora balloon. No images were provided showing the unsuccessful delivery of the resolute integrity stent. Images show the introduction of the atherectomy device and show the subsequent deployment of a resolute integrity stent. Timi blood flow was restored to the vessel. Based on the image review it can be confirmed that the severe disease in the lcx hindered the successful delivery of the initial resolute integrity stent resulting in the stent damage. (B)(4).

Event description:
It was reported the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified mid cx lesion exhibiting 95% stenosis. Lesion was pre-dilated with a medtronic sprinter otw balloon, 8.2 atm for 6 secs, 20 atm for 10 secs, 14.6 atm for 7 secs, 11.1 atm for 6 secs, 10.6 atm for 5 secs, 16.9 atm for 6 secs, 24 atm 13 secs and 20.1 atm for 22 secs. Balloon was then removed. A medtronic euphora rx balloon was inserted and inflated at 10.3 atm for 10 secs and 17.7 atm for 17 secs. Balloon was removed. It was reported that the device was removed from it's packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during attempted delivery and no excessive force was used. The device was not able to cross and the stent struts were damaged in the attempt to deliver. The physician proceeded to debulk the lesion with atherectomy and ballooned the lesion. Physician was subsequently able to deliver a new resolute integrity stent and successfully treat the lesion. No patient injury reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.